Event description:
Customer complaints blood leak during the treatment. Blood flow rate, 155ml/min, tmp, 139mmhg. The blood loss was insignificant. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.